Event description:
It was reported that the balloon delivery shaft was fractured. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon delivery shaft was fractured when operating the balloon inside patient. The device was retrieved with the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual, microscopic and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and microscopic examination of the extrusion shaft found a kink in the midshaft section of the device. The kink was located at 8mm proximal to the wire exit port. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon delivery shaft was fractured. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.